Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument to have a broken grip at the grip base. Fa found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.21" x 0.13" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or procedure video was provided for review. A review of the device logs for the mega suturecut needle driver (471309-15/n10210104-0061) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on (B)(6) 2021 via (B)(4). There were 2 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the tip of the mega suturecut needle driver broke. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the fragments were retrieved during the same procedure, with laparoscopic needle driver.